Manufacturer narrative:
Device evaluation: the lens was returned dry, in micro-centrifuge vial. Visual inspection found a piece of one haptic torn off and missing. There was evidence of clear surgical residue on the lens surface. Claim # (B)(4).

Manufacturer narrative:
Corrected data: in the initial MDR, (B)(6) 2017 corrected to (B)(6) 2017. Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue on lens), lens missing a piece of haptic, and lens having a curved shape. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon was attempting to load a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+2.0/080 (sphere/cylinder/axis), and the lens broke. There was no patient contact. The lens was exchanged for another icl lens on (B)(6) 2017 and the problem was resolved.